Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. No additional information was provided. No product is available for investigation. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 19jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away related to an anoxic brain injury. Additional information was requested but not provided.